Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that there was difficulty interrogating the patient with two different programmers and two different wands. Upon initial attempt a screen indicating that there was difficulty retrieving patient data. Technical services discussed that there have been attempts to cool the device down with an ice pack for successful interrogation and the device is currently working properly. Communication with latitude was successful at the patient's body temperature. Recommended using latitude for the future. The patient was brought in again and the device was successfully interrogated with a programmer without the need to cool the device down. No adverse events.